Manufacturer narrative:
(B)(4). Batch: r59t4u. Additional information requested but not received: can you please provide more event details? Was the reverse button attempted to open the jaw of the device? If so, did it function properly? If no, please explain. Was the manual override lever attempted to open the jaw of the device? If so, did it function properly? If no, please explain. Did the jaws of the device eventually open? Investigation summary: the analysis found that one pcee60a device was returned with the closing trigger and anvil in the closed position. One ecr60d cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/16. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that when using the manual return lever ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy procedure, the surgeon was using the stapler and the gun refused to open. Unknown if the procedure was delayed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.